Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the device red error message spontaneously saying "communication error" and pump was not working. While nurse were sourcing another pump to move the infusions over, the infusions remained on this pump. When the nurse obtained another pump, before moving any infusions over or altering the pump the patients sbp suddenly rose to 240 who could have significant impacts on the patient. The patient was a CABG form the previous day. The patient had noradrenaline running at 12mls/hr but the patient did not have any other infusions running that could have caused this jump in bp. There was no error messages or alarms on the pump at this time. Infusions running on right of pump were actrapid and propofol, these two modules had the error message. Noradrenaline was running on the left side of the pump but no error message was shown.

Event description:
It was reported that the device red error message spontaneously saying "communication error" and pump was not working. While nurse were sourcing another pump to move the infusions over, the infusions remained on this pump. When the nurse obtained another pump, before moving any infusions over or altering the pump the patients sbp suddenly rose to 240 who could have significant impacts on the patient. The patient was a CABG form the previous day. The patient had noradrenaline running at 12mls/hr but the patient did not have any other infusions running that could have caused this jump in bp. There was no error messages or alarms on the pump at this time. Infusions running on right of pump were actrapid and propofol, these two modules had the error message. Noradrenaline was running on the left side of the pump but no error message was shown.

Manufacturer narrative:
Please note that per failure investigation report, 8110 s/n (B)(4) was determined to be a concomitant. Please refer to MFR report #2016493-2022-100000 for the suspect device, not previously reported by the customer but was discovered through failure investigation.